Event description:
It was reported that the patient received multiple inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to a fracture on the right ventricular (rv) lead. The rv lead had high impedance and was oversensing noise causing the ICD to deliver inappropriate therapies. The rv lead was capped and a new lead was implanted. It was further reported that the ICD was replaced due to battery depletion. The device battery was dead due to patient non-compliance. The device was well pass the end of life (eol) stage of the battery when presented to the hospital. The device was removed and a new device was implanted. It was further reported that the right atrial (ra) lead had insulation damage and low lead impedance. The ra lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD implanted: (B)(6) 2009. (B)(4).